Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after a household cat bit the infusion tubing, leading to leakage, followed by a full supply change excluding the insulin cartridge and subsequent guidance to replace all supplies during a full change; a fingerstick measured 381 mg/dl, and a downtrend on the ilet display was observed while the patient used a teflon inset, 23", 6 mm. Symptoms included elevated blood glucose. Outcomes included continued home monitoring, additional fingerstick checks, and subsequent stabilization without alerts, alarms, or hospitalization. Investigation included troubleshooting and user education by phone with follow-up to confirm resolution. Investigation of this case revealed a probable infusion set/tubing integrity compromise due to external damage with unclear contribution from other factors discussed by the caregiver; no device alarms were reported and function appeared to recover after corrective actions. It was concluded, based on previously established findings for similar reports, that the cause was unclear.